Event description:
The product was used during a lavh procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed as the instrument opened and closed without difficulty. However, the device was confirmed for an unrelated condition. The instrument's firing rack teeth are sheared. This is evidence that an attempt was made to fire a loading unit without use of the green firing button.